Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No bolus delivery anomaly noted during testing. No pump error 54 or 3 alarms noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had two insulin pump errors. The customer's blood glucose levels were 179 mg/dl at the time of the incident. Troubleshooting was not performed. There was no indication if insulin pump errors were cleared. The insulin pump is returning for analysis.